Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Based on investigation, the root cause was attributed to be user related. The failure was likely caused by not properly checking that the glenosphere is seated correctly on the base plate, as per indication in the operative technique guide. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "we did a shoulder replacement and after surgery he got post op xrays noticed the glenosphere wasn¿t seated correctly. Went back the next day and removed the glenosphere and reattached it correctly." Additionally reported: "patient stay was prolonged. Stayed overnight had revision the next day and recovery delayed 24 hours."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
As reported: "we did a shoulder replacement and after surgery he got post op xrays noticed the glenosphere wasn¿t seated correctly. Went back the next day and removed the glenosphere and reattached it correctly." Additionally reported: "patient stay was prolonged. Stayed overnight had revision the next day and recovery delayed 24 hours."